Manufacturer narrative:
The reported event was patient death. The device was received with no telemetry due to normal battery depletion. Final analysis found the device to be at normal elective replacement indicator (eri) status. No anomalies were detected.

Event description:
It was reported that the patient expired due to cardiopulmonary arrest. The patient's pacemaker, right ventricular (rv) lead, and right atrial (ra) leads were explanted. It is unknown if the patient's products or procedure contributed to their death.